Manufacturer narrative:
In the previous report manufacturer reported information alleging a patient with a rental, dreamstation st30 device has passed away. There was no allegation that the device contributed to the death. Based on information available at the time of this review, the device was returned for evaluation. During the evaluation of the device it determine that, no device error found and the device passed all test no other contamination also found. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging a patient with a rental, dreamstation st30 device has passed away. There was no allegation that the device contributed to the death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.